Event description:
It was reported that during implant, the set screw was unable to be tightened on the header of the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.